Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was admitted in hospital due to high blood glucose of 1100 mg/dl on (B)(6) 2019. Customer was treated with insulin through intravenous. Customer experienced vomiting and positive test in ketones. Customer does not alleged for possible under delivery. Insulin pump will not be returned for analysis.